Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if the erroneous result was reported outside of the laboratory. Refer to the attachment for all patient sample data. The sample was initially tested on the customer's e602 analyzer. The sample was provided for investigation, where it was tested on an a cobas 8000 e 801 module (e801), a cobas e 411 immunoassay analyzer (e411), and a cobas 6000 e 601 module (e601). No adverse events were alleged to have occurred with the patient. The ft4 reagent lot number and expiration date used on the customer's e602 analyzer was asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be improper handling of the reagent or system reagents, or contamination of the environment with the analyte.